Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4)

Event description:
The customer reported while using the vela ventilator; the unit was displaying xdcr fault (transducer fault). The customer performed transducer calibrations, but the issue was not resolved. The customer reported the exhalation differential transducer failed. The issue occurred during patient use, the customer reported the patient was taken off the ventilator and placed on a known good unit. There is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.